Manufacturer narrative:
The returned screw was evaluated. One of the reduction tabs was found to have broken off in a manner consistent with the intended usage and function of the device, per the device labeling. There were no device failures found.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip of a pedicle screw fractured during plug insertion within surgery. The screw was removed and replaced with an alternative screw. There were no reports of patient injury associated with this event.